Event description:
The report was phoned into the hotline. It was reported that the biomed technician stated, that the screen was intermittently going blank. The technician found that the interface cable to the monitor was loose. He secured the cable and the screen is functioning properly. The technician also said the pump is "using helium too fast." He pulled the tank off the seal and the regulator did not appear secure, and he wanted to know how often these should be changed? The clinical support specialist told the technician that she will contact the field service representative and he will get back to him with the information. On 2/6/08 the following was sent to ppg: the helium concern was on the supply side. Helium regulator was replaced to fix the helium loss problem. The pump never did give any alarms and they left the pump on the pt until they were finished with the therapy. The biomed technician reported to the arrow field service technician the following: biomed technician called and indicated his screen went blank on one unit but that a reconnection (probably the umbilical cable) corrected the problem. On another unit he noted the helium was running out too fast (pt side or source side was not specified). He noticed a seal was not secure. No serial numbers were defined. The pump is operational.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.